Event description:
Health care professional later reported left side hole on patch side via rga. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional reported deflation. Device remains implanted.

Event description:
Patient reported left side deflation. Healthcare professional reported deflation. Health care professional later reported left side hole on patch side via rga. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.